Event description:
It was reported that during operation, an intermittent noise was observed, and the message ¿cassette not recognized¿ appeared on the display while in patient use. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the alarm went off. The reported issue was not replicated. There was no physical damage to the device. A "no disposable" alarm was recorded in the event log several times. The root cause of the event was unable to be identified because no reported issue was replicated in the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.